Manufacturer narrative:
Device evaluation completed on 05/30/2019: during analysis of the sample some creases were observed in the anterior and posterior view, also a rupture was observed in the anterior view, measuring approximately 0.9 cm .microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rapture. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, chest injury, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor memorygel, 500cc on the right side and 400 cc on the left side, silicone breast implants which bilaterally ruptured after implantation. During surgery physician found a ruptured right implant, left ruptured implant happened during motor scooter accident in (B)(6), scans showed a rupture of the left implant. Bilateral issue of capsular contracture reported. As a result patient underwent bilateral removal and replacement as follow; left replaced with catalog number 3504001bc, serial number (B)(4), and right replaced with catalog number 3505001bc, serial number (B)(4) on (B)(6) 2019. This report is for the right side.